Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. No patient (donor) was connected at the time of the event, therefore, no patient information the platelet collection is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the device history records (DHR) were reviewed for this lot.  There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The customer submitted one photograph in lieu of the disposable set to aid investigation. The photo shows the trima device screen confirming the alarm, centrifuge pressure high. They operator could continue or end the run. The ac line is noted to be flossed in the ac detector correctly and the return pump header tubing appeared to be loaded adequately. Fluid is noted in the platelet and plasma bag lines and recirc lines, and in the platelet bag, and blood in the rbc recirc line. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. No patient (donor) was connected at the time of the event, therefore, no patient information the platelet collection is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. No patient (donor) was connected at the time of the event, therefore, no patient information the platelet collection is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in g1, h6 and h11. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The customer submitted one photograph in lieu of the disposable set to aid investigation. The photo shows the trima device screen confirming the alarm, centrifuge pressure high. They operator could continue or end the run. The ac line is noted to be flossed in the ac detector correctly and the return pump header tubing appeared to be loaded adequately. Fluid is noted in the platelet and plasma bag lines and recirc lines, and in the platelet bag, and blood in the rbc recirc line. Root cause: a root cause assessment was performed for this complaint. Based on the available evidence from the investigation, a definitive root cause of the centrifuge pressure high alarm could not be determined but it is likely due to one or a combination of the possible causes listed below: the centrifuge loop was twisted* the rbc/rbc recirc/inlet/vent bag lines were kinked or obstructed* set misload in the centrifuge* air block* operator clamped or did not clamp the correct lines alerts that are known to contribute to wbc contamination were unable to be verified for this procedure since the run file was not provided. As the trima accel system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, it was not possible to confirm that wbcs were escaping the lrs chamber from run file analysis. Therefore, it is unknown if the run data file reported that the platelet product could be labelled was leukoreduced. Although the trima accel system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima accel system. Based on the available information, it cannot be ruled out that the higher-than expected wbc content in the platelet product may have been donor-related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. No patient (donor) was connected at the time of the event, therefore, no patient information the platelet collection is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.